Event description:
It was reported that a hole was found in the catheter during preparation.the device was not used in the patient.

Manufacturer narrative:
The catheter has been evaluated and was found punctured at 20.6cm from the distal tip. (B)(4)